Event description:
It was reported that upon opening three packages of the interpulse handpiece with high flow tip during set up for a case, it was observed that the ring attached to the tip that connects to the irrigator was broken. The procedure was completed successfully using an alternate device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Manufacturer narrative:
Upon evaluation, the reported event was confirmed. The black o-ring located on the proximal end was found broken. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Event description:
It was reported that upon opening three packages of the interpulse handpiece with high flow tip during set up for a case, it was observed that the ring attached to the tip that connects to the irrigator was broken. The procedure was completed successfully using an alternate device. There were no patient or user injuries, and no adverse consequences.